Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 40-year-old female patient who had essure (batch no. 676712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: zovia from 2004 to 2005. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In january 2010, the patient experienced abdominal pain ("abdominal pain"), bleeding menstrual heavy ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, vaginal discharge, menorrhagia, female sexual dysfunction, anxiety and depression outcome was unknown and the abdominal pain, bleeding menstrual heavy, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, bleeding menstrual heavy, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, vaginal discharge, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Lot number: 676712 manufacturing date: 2009/09 expiration date: 2012/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of product technical problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a (B)(6) female patient who had essure (batch no. 676712) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for prevent pregnancy: zovia from 2004 to 2005. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), bleeding menstrual heavy ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced anxiety ("anxiety"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and depression ("depression"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (total hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, vaginal discharge, menorrhagia, female sexual dysfunction, anxiety and depression outcome was unknown and the abdominal pain, bleeding menstrual heavy, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, bleeding menstrual heavy, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, vaginal discharge, vaginal haemorrhage and menorrhagia to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet received. The case incident category was upgraded from other event to incident. Previously reported event ¿injury¿ was updated to more specified events¿ dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and vaginal discharge¿. Reporter¿s information, demographics, and essure removal date was added. On 19-sep-2019: plaintiff fact sheet received. Following events" migration of essure device location of device: uterus, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), anxiety, depression, abdominal pain and vaginal discharge". Reporter information, demographics, lab data, essure lot number and treatment medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.